Event description:
The fastclix device was returned to the first level investigation unit and it was found the lancet protrudes beyond the end-cap of the device. No adverse event was reported. The alleged product will be sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.